Event description:
Information received indicates the right head siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch pivot pin at the siderail, weldment was bent which prevented the siderail from latching. The technician replaced the latch pivot pin and the associated hardware to repair the bed.